Event description:
Dexcom g7. I'm a veteran and a diabetic. I use insulin and a monitor on my telephone for dexcom g7 10 days. Whenever I put new sensor on my left arm, I do calibration by poking my finger and testing the sugar level three time every 15 days as directed by technicians often. The sensors do not work correctly either there are too high or they read danger below 50 and 60, I have to take oranges but when I check my blood sugar by needle, there's always different between close to 40 50 points, different between blood test and my fingers and g7. I have reported this to g7 technician always, they do they say will send you another one, there's a problem would you seven reading often. It puts my life in danger. It reads the wrong either red showing danger or too high. After take medication either way is affecting on my life and somebody needs to report this one to medical society like yourself. They need to be checked out something is wrong with the system. I have gone through gardeners how many, and you know how many time they have send me replacement because there's something wrong with them, and when I complain to va nurse they tell me go to emergency, and I don't have the means to do that I cannot jump every minute go to emergency. It seems to me that's their best word go to emergency our federal government, our state somebody need to check g7 there's a lot of problem with the reading. There's a lot of defects in it. Somebody needs to look at it. I'm afraid to talk to my doctor at va, they might stop me from any sensor. I'm worried about that sorry somebody need to do something about this on the (B)(6). I called technician at least five six time prior to that I have called them many time, they are placed so many times so, there's something wrong with g7. Please look into it, it might kill people put our life in danger. Since (B)(6) and today is (B)(6), I replaced to g7 sensor and they were eating wrong and I did calibration on it and I talked to their technical support and it's still reading wrong and I've been going through this terrible medical situation for a long time and nobody is doing nothing about it and when I call their technician it will send you another one which they did but that's not what I'm looking for I need to have an accurate reading because sometimes at midnight you wake me up. It ring my telephone say danger you're like 50 or 60 then I get up and drink oranges or, tell me it's 350 or $400 is very high that I have to get up and take either shots or medication in either way is putting my life in danger; this g7 is problem with it. I am a us veteran with diabetic and cancer. My cancer is doing okay, but my diabetic is not. These ducks come g7 10 days are not good products. They're putting my life in danger very often, and when I complain they tell me go to emergency. I'm 79-year-old with a lot of medical problem. I cannot rent to emergency every time. They understand me to go there's problem with the g7 system you need to look into it. Thank you.